Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard cover was missing multiple letters which leads to login delay. A field service engineer found that the keyboard cover on the pyxis device was worn and torn, replaced the keyboard cover with the unit provided by the customer and tested the device, confirming that everything was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard cover was missing multiple letters which leads to login delay. The customer reported that the keyboard issue delayed the login and moved as reportable event. However, there were no delay or adverse events or injuries reported based on this event.